Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was awakened by their pump alarming with no disposable error. The same error occurred with both the active pump and the backup pump. The patient did not report any obvious damage to the cassette however, the patient stated the bladder did appear to be protruding from the shell more than usual. The patient attempted to gently return the bladder to its standard position, but the error did not resolve. The issue was resolved by changing to a new cassette. No patient injury was reported.